Event description:
It was reported the pt is no longer receiving adequate coverage. X-rays were taken and revealed no anomalies. The pt will meet with an sjm rep on a later date for reprogramming.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.